Manufacturer narrative:
A 3rd party software supplier reported an issue where a draeger bedside monitor could display an incorrect bed label on the mview monitor. Root cause of the incorrect bed label being displayed was a software issue with the way bettercare handles bed labels. For monitoring units of 10 or more beds, if only one digit is used for the bed label, the incorrect bed could be displayed. For example, if a bed is given a label as bed1, this could be displayed as bed01 or bed10. This issue could be reproduced at draeger on delta monitors. The following statement has been added to the installation manual for mview: "important! Before installing the software packages, please check the internal bed name list from the gateway and ensure that there is no overlap as shown here, example: bed1 and bed10 overlap, bed1 must be renamed to bed01. For installations of less than 100 beds two digit number (01-99) for bed enumeration will work. For installations of less than 10 beds a one digit number (0-9) for bed enumeration will work."

Event description:
A 3rd party software vendor reported an issue where a draeger bedside monitor could display an incorrect bed label on the mview monitor. This was verified in testing by draeger on a delta monitor. For example bed1 and bed10 may overlap, bed1 must be rena.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be sent once the investigation is complete.

Event description:
A 3rd party software vendor reported an issue where a draeger bedside monitor could display an incorrect bed label on the mview monitor. This was verified in testing by draeger on a delta monitor. For example bed1 and bed10 may overlap, bed1 must be renamed to bed01. There was no patient involvement and no complaints reported.